Event description:
Healthcare professional reported through the national breast implant registry (nbir) "device migration/implant malposition", "change shape/size/style" and "ptosis" which is not device related. This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition of device and migration.